Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had no sound heard and was an out of the box failure. The customer indicated no patient involvement.